Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator service required alarm occurred. There was evidence of dust and dirt contamination. It was previous reported that the device's machine flow sensor was replaced to address the issue. The third party service center responded to requests for additional information on 10/30/2023 and stated the machine flow sensor was not replaced, the problem was resolved by cleaning the flow sensor and calibration was completed successfully. H3 other text : device not returened to manufacturer

Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator service required alarm occurred. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination.